Event description:
After an implantation time of about 17 months, this lead was oversensing. This lead was successfully explanted. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was destroyed in the returned state and consisted of two lead fragments. The lead had been cut through 25 cm distal of the connector pin, probably with a scalpel. The analysis found fraying of the insulation 17 cm distal of the connector pin and fraying of the coating of the rope conductor to the rv shock coil at the same site. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The fraying of the insulation requires excessive mechanical stress on the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the vcs shock coil and the cuts in the insulation are probably a result of the explantation process. The analysis did not find a manufacturing error or material defect at the lead.